Event description:
Information received that the head panel would drift down with weight. No injury reported.

Manufacturer narrative:
Technician found that the head panel gas would drift down with weight, drift was slow and over several hours. Replaced head gas panel to resolve this issue.